Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right atrial (ra) lead exhibited noise lead to false detection of an atrial tachycardia/atrial fibrillation (at/af) episode. The ra lead was reprogrammed. It was later noted on  electrograms (egm), the ra lead and rv lead exhibited noise simul taneously with opposite deflections. The implantable pulse generator (ipg) exhibited a short term loss in telemetry and pacing inhibition. The ipg and leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was no issue with the telemetry itself and lead interaction/scuffing was confirmed.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.